Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received at the manufacturing site and it is awaiting evaluation. (B)(4).

Event description:
A customer reported that the probe was stuck in the open position during and eye surgery. It is unknown if the probe was aspirating at the time of the event. The product was replaced and the procedure was completed without harm to the patient. A product sample was requested for evaluation.

Manufacturer narrative:
A product sample was returned for evaluation. A review of the related device history record for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The product sample was visually inspected and deemed nonconforming. The needle was bent approximately 30 degrees. An actuation test was performed and deemed nonconforming. No actuation was observed. A cut test was performed and deemed nonconforming. No cut was observed. The probe was disassembled and the components inspected. There was approximately 15-20 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was no resistance felt when removing the inner cutter from the needle. The inner cutter was severely bent. There were wear marks at the bend area of the inner cutter. The actuation test was retested after the disassembly and the test was deemed conforming. The initial test was deemed nonconforming, due to the cutter not closing. A retest showed the cutter was able to actuate. An initial actuation test failure occurred due to the bent needle and bent inner cutter. A bent needle and inner cutter will cause interference between the two components and result in an actuation failure. The product evaluation does confirm the probe had an issue with actuation and cutting, which can be attributed to the customer¿s reported event. The root cause for the probe not functioning correctly is due to the bent needle and bent inner cutter. This bend needle condition appears to have occurred during its surgical use but it is not known how the needle and cutter actually became bent. A bent needle and inner cutter will cause interference between the two components and result in an actuation failure. The probe could not have been shipped in the condition the probe was received back for evaluation as the needle would not have been able to fit into its protective cap. (B)(4).